Event description:
It was reported that during preparation/ prior to sedation, a versacross rf wire was selected for use. It was noted that device appeared to be frayed when opened, so it was deemed unsafe for use inside the body; the procedure was completed a new product. No patient complications reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded in the facility). If there is any further relevant information obtained, a supplemental medwatch will be filed.